Manufacturer narrative:
Product analysis as found condition: the rebar 18 catheter was returned for analysis inside an open solitaire ab inner pouch, a sealed biohazard bag, and a shipping box. Damaged location details: the rebar 18 catheter was observed to be cut at ~21.0cm from the proximal end of the catheter hub. The rest of the catheter was not returned. The voids of flashes were noted on the catheter hub. No other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured and were not within specifications. The catheter was flushed with water and was found patent. It was tested via an in-house 0.021-inch mandrel, passing through the hub and cut end without issue. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint could not be confirmed, as no issues were encountered while testing the returned rebar 18 catheter. However, it was found to be cut at ~21.0cm from the proximal end of the catheter hub. However, the root cause could not be determined. The possible cause of the resistance complaint could be due to the incompatibility between the rebar 18 catheter and the solitaire ab 6-30 stent device, as it has a labeled inner diameter (ID) of 0.021 inches. Per the solitaire ab instructions for use (IFU): ¿solitaire ab sizes sab-6-xx (all lengths) should be introduced only by means of a 0.027-inch microcatheter inner diameter.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire experienced resistance in the distal section of the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was reported that the patient underwent aneurysm embolization. After access was established, the microcatheter delivered the intracranial vascular stent for deployment. However, the solitaire could not be pushed out of the microcatheter, even after multiple attempts. After angiography, it was observed that the aneurysm was well embolized, so the decision was made not to place the stent, and the surgery was completed safely. Additional information was received. After access was established, the intracranial vascular stent was delivered in the microcatheter for deployment; however, the stent could not be pushed out of the microcatheter despite multiple attempts. The catheter flush was administered per IFU during the procedure. The catheter model and lot number are unknown. It is also unknown whether there was any kink or damage on the catheter, whether there was any kink or damage on the solitaire pushwire, and whether the tip of the solitaire sheath was secured into the hub of the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this e vent.